Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a sheath mechanical damage because the sample was not returned for assessment. The exact root cause could not be determined. The likely root cause is that the sheath experienced compression at some point at the customer site related to package storage, handling, use, or opening. Review of the device history record (DHR) for the potential lot number showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that the glidesheath slender had seemed to accordion in the vessel. The device was placed in the radial artery for a coronary intervention. When the procedure was complete, and the sheath was removed, the sheath appeared as if it was twisted and had accordioned. The patient was not harmed. Additional information was received on 24aug2023: the sheath had accordioned with difficult access.

Manufacturer narrative:
The actual device is not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.